Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing. The returned device was found to meet with all specifications. No problems were found with the fluid delivery of the pump.

Event description:
It was reported the device failed delivery accuracy testing. The reported measured result was 8.85% below nominal. No patient involved.